Event description:
On (B)(6) 2024, znyo medical received a report from the customer that the pump was running slower than programmed. No patient injury/harm reported.

Manufacturer narrative:
The pump was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).